Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the defibrillator test failed. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips technician be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor assembly. The part was replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.